Event description:
The stryker core impaction drill was sent in for eval due to overheating during a tooth extraction procedure. No adverse consequence was reported; another drill was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During failure analysis, the device overheated during performance testing. Visual analysis revealed worn/damaged rotor and drive shaft assembly. The drive shaft bearings were identified as the probable cause of the heat observed. The damaged parts were replaced, preventive maintenance done and the device was returned to the customer.